Event description:
The customer reported that the insulin pump did not deliver insulin and did not give a no delivery alarm. The blood glucose reading at the time of the call was 112 mg/dl. The customer stated that she bolused 3 units while disconnected and no insulin did exit and the device did not alarm either. Also, the customer stated that the night before her blood glucose reading was 600 mg/dl, and it was treated. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.